Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) via the healthcare provider (hcp) reported that the lead extension connection is exposed. It was stated that apparently the patient continued to pick at the lead extension connection site and caused the hardware to become exposed over time. The hcp confirmed the exposure and is planning to explant the entire system on (B)(6) 2016. Indication for implant is parkinson's.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.